Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a triclip procedure to treat functional tricuspid regurgitation (tr) with a grade of 5. One clip was implanted, reducing mr to a grade of 3. Upon removal of the triclip steerable guide catheter (tsgc), a thrombus was observed in the right atrium and the patient experienced pulmonary embolism. Heparin and tenecteplase were given to the patient to treat the thrombus. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information and per the physician, the reported thrombus and pulmonary embolism was due to procedural circumstances. The reported patient effect of thrombosis/thrombus, as listed in the triclip system instructions for use, is a known possible complication associated with triclip procedures. The reported medication required was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.